Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had exposed to moisture. Customer's blood glucose value was 5.3 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that o-ring was free of debris and battery cap was not damaged. Customer stated the home screen did not appear on the display. The customer stated that the crack was located on the back of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.